Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported the ar-613-99, slap hammer is broken. Additional information 7/30/2021: it was reported by the sales rep, during a total knee arthroplasty metal on the tip on the ar-613-99 slap hammer, cracked. The device broke during surgery but no parts remained in the patient. A back up set was opened for a replacement instrument.